Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the systems the system starts up and runs slowly. Upon some functional test fse checked the hard drive and found the hard drive failure. Fse replaced the hard disk. After replacement of the hard disk, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that system was having startup slowly. Device use at the time of event is in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.